Event description:
Customer's daughter-in-law reported customer not being able to test her blood glucose due to an errc 14 message appearing on their medisense optium meter. Customer's daughter-in-law reported customer lost consciousness. Customer's daughter-in-law reported customer was taken to a local hospital where she was diagnosed with severe hyperglycemia and treated with insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported using expired test strips.